Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used as an accessory device with an endurant stent graft system that was implanted in the patient for an endovascular treatment. Approx. 1 year 5 months post procedure, it was reported the patient died from congestive heart failure the site assessed the event as possibly related to the procedure and related to the disease under study. No additional clinical sequalae were reported.